Manufacturer narrative:
Device evaluation has been evaluated and box h11 has been updated: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacture observed that dust-like contamination on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Manufacture also observed a evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Manufacture observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacture confirmed that complaint of device having a burning smell. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.

Event description:
The manufacturer became aware of an allegation from an end user, while using the rep dreamstation auto CPAP the plastic around where the power cord plugs into the device looks slightly burnt and is a tan color. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. Lastly, the device has passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.